Manufacturer narrative:
A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.

Event description:
The report stated that an insert was implanted 2.5 years ago on (B)(6) 2016. The patient suffered anterior trauma two years ago which dislodged the insert and initiated poly wear. Insert was replaced 2 years later on (B)(6) 2018. Wear was evident upon visual examination.